Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use was not reported. The patient reported they had been having issues with their pump not putting out the programmed amount of medication, thereby leaving extra med in the pump instead of in their spine where it should be. After ten weeks of them checking the flow and left over amount at refill appointments the doctor finally pushed for x-rays. The patient stated that the x-rays covered from just below their shoulder blades to the very end (tailbone) of the patient¿s spine. The patient was there for awhile. During the process the x-ray technician started taking shots of the patient¿s mid to lower spinal area and kept having the patient re-position for them. Being a curious person the patient asked if there was a problem and his response really didn't shock the patient, "yea, your spine has a curve to it and it¿s making it hard to get the image the doctors are asking for." Per the patient their spine was curving not front to back as in most cases yet it is curving right to left, or the side the patient normally bends to when trying to stretch the main pain site (epicenter). The patient stated, "no shock" only because they know how they walk, especially when the pain was above normal. The patient was going to do first was to get another back brace to try and put their spine back into alignment before it starts even more issues.